Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the device was received in working condition; there were no signs of damage. The applicable drawings were reviewed and the design and material were found to be acceptable for the application of this device. The material was reviewed and found adequate for the device's intended use. This part was manufactured in january of 2009, and there have been no changes which would impact the design, material or assembly of this portion of the adjustable cervical distractor since that time. Upon examination of received instrument 03.661.151, lot 3077267, the reported condition that the construct would not attach tight enough to remove wire was not able to be confirmed. Given the dimensions of the guide wire manufactured within tolerance, and through testing with pin gauges for the worst case scenario, it was seen that a pin gauge of 1.95mm could be held without moving in this device. A stacking tolerance was performed for these parts at worst case scenario given the threading and angles and it was seen that this device would still grasp the guide wire. In conclusion, it is most likely that this device was not fully tightened when attempting to remove the wire, and therefore the wire could not be removed using the guide wire applicator. The design is adequate for its intended use and did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the guide wire for the antegra-t construct did not attach tight enough to remove the wire once it was inserted into the bone. Surgeon inserted instrument over guide wire, turned clockwise as tight as he could and tried to remove guide wire. Instrument came disengaged, leaving guide wire still in patient. Since the instrument did not tighten enough to grip the wire to remove it, pliers were used. There was no surgical time delay. This is report 1 of 1 for (B)(4).